Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the femoral component caused by a poor distal femoral cut.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search could not be conducted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The surgeon indicated that the loosening of the femoral component was caused by a poor distal femoral cut during the primary surgery; however, no further information from the primary surgery was given. The primary surgery used psi pin guides manufactured by materialise. Materialise's investigation has been reported under 3005718816-2015-00003 and indicates inaccuracies in the guide segmentation step that may have affected the implant alignment. The zuk package insert available at the time of the primary surgery indicates that loosening is a known risk of this procedure. The package insert also indicates that the risk of implant failure is higher with inaccurate component alignment or positioning. A definitive root cause cannot be determined with the information provided.